Manufacturer narrative:
Taper ii. (B)(4). The reporter of the complaint was asked to return the product for analysis if it is explanted in the future. The device remains implanted. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Reflux, pain, irritation/inflammation and infection are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of pain and infection as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection, infection, redundant skin, dehydration, gi perforation, diarrhea, abnormal stools, constipation, flatulence, dyspepsia, eructation, cardiospasm, hematemesis, asthenia, fever, chest pain, incision pain, contact dermatitis, abnormal healing, edema, paresthesia, dysmenorrhea, hypochromic anemia, band leak, cholecystitis, esophageal dysmotility, esophageal ulcer, esophagitis, port displacement, port site pain, spleen injury and wound infections." Device labeling addresses the possible outcome of reflux as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."

Event description:
Pt reported a lap-band port leak first noted when pt reported being able "to eat more." Healthcare professional reported that the physician does not confirm that the pt has a port leak. The pt was seen "post op and was doing well and was getting restriction." The pt called the following month "with reflux and did not want any fluid removed." The pt was "started on over the counter prilosec and maalox" that the physician prescribed to the pt. Healthcare professional also noted that the pt had a "102.2 fever" that was noted after the port associated with this record was implanted. It was reported that it was noted there was "no redness noted around the port but there was some warmth and tenderness." The pt was prescribed "bactrim." The port remains implanted and explant surgery has not been scheduled at this time.